Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had and the pump had unexpected restart alarm. The customer¿s blood glucose level was unknown. Customer reported that they had unexpected restart alarm. Customer reported that the insulin pump able to complete rewind. It was reported that they had changed battery and also received another unexpected restart alarm. The customer was advised that the pump will need to be replaced. The customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed unexpected restart error test and displacement test. No unexpected restart alarm or reset date anomaly after change battery noted during testing. (B)(4).